Manufacturer narrative:
Lumenis svc evaluated the lumenis one device and the customer engineer ce found burn marks on the filters, which can cause burns. Per the ce, the burn marks appeared to have been caused by fingerprints on the filters. Ce recommended replacement of the 640 nm and 695 nm filters. Ce cleaned the treatment heads and filters. Root cause: one pt who underwent ipl hair removal had burns which were caused by burn marks (fingerprints) on the expert filters. Another pt blistered after treatment with the lightsheer head of the lumenis one at a moderately high fluence for skin type; can not rule out that the fluence was too high for the hair density, which was not provided. Three other pts experienced crusting and/or hyperpigmentation following ipl or lightsheer hair removal treatment, which are described in the operator manual as possible outcomes of treatment; one of these pts was treated at a fluence in excess of the recommended preset. Customer appears to be on learning curve in adjusting from their former lumenis ipl device to the lumenis one. Customer obtained additional training with lumenis luminary.

Event description:
Five pts were reported to have experienced adverse events after lumeone ipl and/or light sheer treatments. Per the customer, after one of these treatments, the nurse noticed that the silver coating was missing from the filter. Pts were treated with polysporin (otc). In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.